Event description:
It was reported that the device delivered inappropriate therapy due to noise on the ventricular channel. The device and right ventricular lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise was confirmed via review of device data. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise could not be determined.